Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an adjustable pressure shunt due to hydrocephalus on (B)(6) 2019. In (B)(6) 2020, the patient underwent rehabilitation treatment in a hospital. In (B)(6) 2020, the patient's brain suddenly appeared sunken. The patient's family contacted the surgeon, and the surgeon stated the pressure needed to be adjusted to 1.5. Currently, the patient was in the hospital for rehabilitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had their pressure adjusted and was discharged from the hospital.